Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following additional damages to the instrument: additional observation not reported by site is that there were scratches on the surface of the distal pulley. There was visible damage on the insulation of the conductor wire by the yaw pulley next to the grip cable without missing pieces. No arcing showed. The evidence was inconclusive, but the damaged insulation was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, damaged cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the pk dissecting forceps instrument wires were noted to be frayed in the wrist of the instrument prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.